Manufacturer narrative:
Investigation results: the complaint of missing material was confirmed from the returned 20g insyte autoguard IV catheter, but the root cause could not be determined. The returned sample exhibited evidence of use. The IV catheter was complete except for what appeared to be a small piece of catheter material that chipped or was removed from the tip of the catheter. The formed tip was present around the majority of the tip perimeter. The root cause of the damage at the catheter tip could not be determined. As the device had been opened, it could not be determined with certainty whether the damage originated during manufacturing or use of the device. There were no distinguishing features which could aid in identification of a specific root cause. A review of the inspection records and quality/manufacturing controls for the implicated lot indicated no issues with the manufacturing process. Manufacturing controls are in place to mitigate the occurrence of this type of failure. The complaint has been documented and will continue to be monitored as part of ongoing efforts to identify potential manufacturing related issues. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately.

Event description:
No additional information.

Manufacturer narrative:
B. Medwatch report indicates that the patient required intervention, the intervention was not disclosed.

Event description:
It was reported that bd insyte autoguard catheter tip remained in patient. The following information was provided by the initial reporter: on (B)(6) 2024, a 20g IV was placed pre-operatively for an elective orthopedic surgery. During surgery, the IV became infiltrated and was removed. Upon inspection after removal, the tip of the IV catheter was noted to be missing. Ultrasound showed the catheter tip remained inside the patient's arm. "(B)(6)".